Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified that it was damaged by a saline leak. The stm disassembled and inspected all circuit boards, cables and connectors under magnification. The stm replaced the damaged parts including the power slot interface printed circuit board, pneumatic interface printed circuit board, motor control printed circuit board, power slot interconnect cable assembly, and the power management printed circuit board. The stm then completed preventive maintenance on the iabp with full functional and safety checks. The iabp passed all testing and was released back into clinical use.

Event description:
It was reported that saline spilled into the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was further reported that the iabp had multiple components damaged due to saline spill, and that repairs needed to be completed in getinge facility. When the evaluation is completed a supplemental report we'll be sent accordingly.

Event description:
It was reported that saline spilled into the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.